Event description:
It was reported, after this valve was placed and the pt was taken off bypass, the operating room echo indicated there was aortic insufficiency. The cause could not be pinpointed and a paravalvular leak was ruled out. The pt was put back on bypass and the valve was removed and replaced with another MFR's aortic valve (size and type unk). Physical inspection of the valve by the surgeon and his partner yielded nothing. Add'l info received indicated the pt had a stroke postoperatively.